Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an induced arrhythmia patient presented in clinic for a normal device check, auto mode switch showing atrial noise was observed on the device. Upon device interrogation atrial pacing showed inappropriate programming. Programming changes were made. Patient will continue to be followed normally.